Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 21:44:51. During night drain cycle three, the patient's ultrafiltration reading was 1162ml, indicating the home patient (hp) drained 1162ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. If additional relevant information is obtained, then a follow-up MDR will be submitted.